Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The user reported that the self test could not be completed as the device alerted for "leakage in bag-in-bottle system too high". The leakage was too high to be measured. There was no patient involvement.